Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. The device was returned to olympus for inspection and the reported failure was not confirmed. Updated fields: b5, d8, d9, g3, g6, h2, h3, h6, h11. In addition, the following reportable malfunctions were identified during the device evaluation: there is a chip in adhesive area between acoustic lens and ultrasound probe. Based on the results of the investigation a definitive root cause could not be identified for any of the malfunctions. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.

Event description:
It was reported the ultrasound gastrovideoscope exhibited no image. The issue occurred during inspection for use. There were no reports of patient involvement.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.